Event description:
Event: post implant intervention. Case details: the patient was implanted with an ancure graft in 2002. The patient's left limb occluded the following day and a fem-fem bypass was performed. The patient complained of right leg pain in 2002. An angiogram revealed slow flow in the right leg. A stent was placed in the right limb to ensure flow. The patient was reported to be doing well.